Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. The customer's blood glucose level was greater than 500 mg/dl; no specific value was provided. The customer addressed the bg with a manual insulin injection. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.